Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported that her trial worked the first night. It was indicated that the therapy was on. The patient confirmed she was able to feel stimulation in bike seat at 3.2 v and felt stimulation more rectally. It was later reported that patient was admitted to the hospital and stated that the device was turned off but have not confirmed that yet.

Event description:
It was later noted that the admission to the hospital was not related to external neurostimulator. It was indicated that turning the device off resolved the loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.